Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and received no delivery alarm.. The customer blood glucose level was 463 mg/dl at the time of incident. The customer states he had insulin flow blocked alarms which may be due to site, set or reservoir issues. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.